Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave rescue intra-aortic balloon pump (iabp) battery won¿t charge.

Manufacturer narrative:
Updated fields - b4, d9, g1, g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, health effect ¿ impact codes, investigation conclusion), h11. Corrected fields - b5. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse couldn¿t not duplicate/verify this. The battery pack was sent to the biomed shop without the instrument. The fse had access to see the battery. The battery led icons indicated that the battery was depleted. While onsite for pm the fse verified that all batteries were charged to 100%. The unit has one power supply adapter in slot #1 and a charged battery in slot #2. The unit did not any issues with charging the battery. Customer also confirmed that there was not an issue with the instrument. The issue according to the operator was just with the battery. The fse replaced the battery pack. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. Returned unit to service.

Event description:
It was reported that cardiosave rescue intra-aortic balloon pump (iabp) battery won¿t charge. There was no injury reported.